Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor screen not responding to touch commands, was confirmed when the unit was checked by technical service. The resistive touchscreen glass was replaced. The system monitor was tested and returned to the customer. Per device build and service records, the touchscreen glass was installed in the unit when it was built ((B)(6) 2005). A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor (part number 101214) was built in (B)(6) 2005. The packaged system monitor (part number 1286) was placed into inventory on (B)(6) 2005. The unit was placed int the rental/loaner pool on (B)(6) 2006. The unit was shipped to the customer on 03mar2006 ¿ long-term rental. The unit was last serviced on (B)(6) 2017 ¿ software version 7.32 upgrade. Per service record reviews, the touchscreen glass was installed when the unit was built (in (B)(6) 2005). Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (setting up the system monitor for use with the power module), the heartmate ii left ventricular assist system (lvas) IFU (system monitor) and the heartmate 3 lvas IFU (system monitor). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the settings on the system monitor would not work. The system monitor needed to be recalibrated. This issue occurred during a class, the system monitor was not hooked up to a patient.